Event description:
It was reported that during the implant of the right ventricular (rv) lead, the patient became hypotensive. It was noted that during the positioning, the rv lead appeared further lateral than the location of the septum, concerning possible entrance into the pericardium. An emergent echocardiogram was done which confirmed tamponade/pericardial effusion. Pericardiocentesis was successful intervention. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.